Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose (bg) level was elevated and was reported to be 559 mg/dl. The high bg was corrected by administering a manual injection. The customer followed up with tandem's technical support on (B)(6) 2016, stating that they reverted to manual injections after troubleshooting on (B)(6) 2016 and had no bg issues to report that day. The customer reported a bg level of 133 mg/dl and stated that they had successfully changed out all the supplies and would try the pump again.